Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-04487 and 3005099803-2011-04489 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, and an active cord were used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the system failed to deliver energy. The staff was hesitant to conduct troubleshooting during the procedure; therefore, the procedure was completed using a different endostat ii, a different foot switch, a different active cord, and the same polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. Device code 459 relates to 1211 for the reported event: system failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.